Manufacturer narrative:
Investigation results: investigation was completed and the device passed the functional electrical test, the simulated pre-cautery test and mechanical test. The reported complaint that the bisector would not cauterize, could not be reproducing. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector cautery would not work. Staff swapped out cords without success. A replacement unit was used to complete the procedure with the same cords. The hospital did not report any pt complications.